Manufacturer narrative:
Tracking #.45168. Date sent: 11/10/1998. D5,6; h4: info not available. Endopath endoscopic multifeed stapler: based upon the inquiry info rec'd , the visual examination and the functional test, it was concluded that the reported "device jammed" during surgery may have been due to a misfire caused by the absence of a staple in the nose. The instrument was rec'd with no staple loaded in the nose. A staple was manually loaded and the instrument fired three malformed staples due to interference with the dried body fluids in the cartridge which cleared with the firing of the first three staples. The device then fired the remaining nine staples well formed. No conclusion could be reached as to how the staple did not load into the nose during surgery.

Event description:
The device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.